Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(6). An event regarding pain and cup loosening involving a trident tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection observed explantation damage and no bone ingrowth present on the shell. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Pre- and post operative x-rays, a complete revision operative report and findings, and progress notes are needed for further clinician review. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including revision operative reports and findings, pre and post operative x-rays, and progress notes is needed to fully investigate the event.

Event description:
It was reported that patient had hip revised due to groin pain and loose cup.

Event description:
It was reported that patient had hip revised due to groin pain and loose cup.